Event description:
On (B)(6) 2010, pt reported infusion device displayed mechanical error (e6) and went into stop mode. This was approx 1 month ago. Pt reported there was 'goo or dried up insulin" inside the cartridge compartment. Pt switched to backup infusion device. Pt was using correct type of battery when error occurred. During troubleshooting call, pt completed prime and placed pump in run mode without receiving further mechanical errors. Infusion device was not dropped on a hard surface or exposed to water. Pt reused the same insulin cartridge for several months. Pt was advised against doing this. Pt believed the insulin cartridge may have leaked insulin because the "rubber" of the cartridge was "stretching." Pt was sent replacement infusion device and complimentary batteries, battery cover and key, and adapters. Infusion device, insulin cartridge, and adapter were requested for eval. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue.